Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator shut down while on patient and that they could not get it to re-pressurized and cycle. Patient was moved to another vent so no patient harm.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Root cause: company fse performed circuit calibration, pneumatics and verification. All are in specs. No issue with the unit.

Event description:
Additional information received indicates that a company field service engineer was sent out to customer site for on-site repair.